Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen was delayed. Customer stated that buttons needed to be pressed multiple times. Reportedly, this issue has been intermittent. Customer stated that blood glucose (bg) levels were not affected, but did not provide bg reading. Reportedly, the customer would continue use of the current pump for therapy.